Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed investigations. Failure analysis confirmed the reported complaint that a cable was torn. The instrument was found to have a broken grip cable at the distal idler pulley with a cable segment sticking out at the instrument's wrist. Based on failure analysis, it could not be determined that there were any missing fragments from broken grip cable. The site did not return any missing fragments. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. Based on the device evaluation results, the complaint will remain reportable due to the following conclusion: during the da vinci-assisted prostatectomy, a cable on the large needle driver instrument was noted to be torn and the location of the broken fragment is unknown. It is also unknown if the missing fragment actually fell inside the patient and was retained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and/or if additional information is received. The complaint is being reported due to the following conclusion: during a da vinci-assisted radical prostatectomy, it was alleged that a cable on the instrument was torn and location of the broken fragment is unknown. It is unknown what caused the breakage to occur. It is also unknown if the broken fragment remained inside the patient.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy, a cable on the large needle driver instrument was torn. The customer further stated that it cannot be ruled out that no foreign material has remained in the patient's body since the cable was very torn; some metal fibers could be recovered. The customer did confirm no patient harm. Intuitive surgical, inc. (Isi) has made multiple follow up attempts to obtain additional information regarding the reported event. However, no additional information has been received as of date of this report.